Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: according to surgeon the quality of wire was not appropriate. Was there any alleged deficiency with the suture? According to surgeon the quality of wire was not appropriate. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed; other medication prescribed)? If so, please clarify. He has to re-wired sternum. Patient¿s current status? Now the patient is stable. Did the 5 sutures involved present this issue (suture breakage post-op? Please clarify yes, suture breakage in post operatively. Events reported in 2210968-2022-00883, 2210968-2022-00884, 2210968-2022-00885 and 2210968-2022-00886.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and steel suture was used. Postoperatively, on (B)(6) 2022, the steel suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/12/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported in 2210968-2022-00882, 2210968-2022-00883, 2210968-2022-00884, 2210968-2022-00885 and 2210968-2022-00886.